Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a retrograde phlebography per catheterism procedure on the female patient, the catheter was noted to be broken within the body of the patient. A section of the device did not remain inside the patient's body and the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information provided 11nov2015: when the catheter broke, the entire system was removed. The broken portion did not completely break off; as the tip of the catheter was broken, but half of it was still tied into its body.

Manufacturer narrative:
(B)(4). Investigation: a review of this complaint history, instructions for use (IFU), quality control (qc) and specifications was conducted for the purpose of this investigation. The product was not returned therefore a document based investigation was performed. Images supplied by the supplier show a circumferential split in the tip of the catheter near the middle of the vert tip. Per qc, inspection is performed to verify that the surface of catheter is free of damage and excess bumps or roughness. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Measures have previously been taken to address this issue. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a retrograde phlebography per catheterism procedure on the female patient, the catheter was noted to be broken within the body of the patient. A section of the device did not remain inside the patient's body and the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information provided 11nov2015: when the catheter broke, the entire system was removed. The broken portion did not completely break off; as the tip of the catheter was broken, but half of it was still tied into its body.